Event description:
The lab director has been working directly with the endocrinologist to catch these samples before we release the result. They are still noticing them. When they run the tsh by another method or re-spin and re-run by the same method, they get a suppressed value as expected. They are worried there may be patients they are not detecting because they don't have a total or free to compare the tsh with.